Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
During surgery, the surgeon turned the t-handle to punch out the hook. However, the hook was not able to be pushed out from the tip of the pin. Therefore, the surgeon changed the pin to another new pin and the surgery was completed with a new pin. Because the device functioned by having changed the pin to another new pin, the surgeon thinks there was a problem in the pin.